Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately erratic and inaccurately high compared to another meter (onetouch ultra mini meter). The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020 at around 3:30 pm. The patient reported obtaining blood glucose readings of ¿477, 366, 307, 305 and 308 mg/dl¿ with the subject meter performed more than 20 minutes apart and compared them to a reading of ¿35 mg/dl¿ on the other meter, performed more than 30 minutes apart. The patient is on insulin pump therapy. In response to the elevated readings, the patient claimed she took insulin according to her usual diabetes management regimen. The patient reported that around 30 minutes after the alleged issue began, she developed symptoms of feeling ¿sweaty and shaky.¿ the patient claimed she drank juice and ate honey as self-treatment for the symptoms. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa confirmed the correct testing process was being followed. The csa confirmed the test strips had been stored correctly and were not expired or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on alleged inaccurate results obtained with the subject meter.